Manufacturer narrative:
During inspection and testing of the device at the olympus service center, the adhesive peeled off of the objective lens was found to be due to deterioration/breakage of the adhesive. In addition, service found the insertion section, connector, and control body showed damage and deterioration due to physical and chemical stresses. The angle wire was also observed to be stretched due to wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported there was an air leak from the tip of the endoeye flex deflectable videoscope. There was no report of patient harm or user injury due to the event. The device was sent to an olympus service center for evaluation. Inspection and testing confirmed the customer's complaint. In addition, it was observed that the adhesive of the objective lens had peeled off. This report is being submitted for the reportable malfunction of the adhesive peeling off of the objective lens.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.